Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025. Corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. Therefore this medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - did the reported issue contribute to any patient adverse consequences? --no. - do you have any photos available for visual analysis? --no.

Event description:
It was reported that a patient underwent a forehead scar revision + flap thinning procedure on (B)(6) 2025 and suture was used. During the procedure, at 9:10, the patient underwent forehead scar revision + flap thinning procedure surgery. During the surgery, the doctor used suture to suture the forehead incision according to normal operating procedures. At 9:40, when the fifth needle was sutured, the problem of pulling off suture needle happened and a new suture was immediately replaced. When suturing to the sixth needle, the needle pull off issue happened again. Replaced the suture with new one again. When suturing to the seventh needle, the needle pull off issue happened for the third time; continued to replace the suture with new one and successfully sutured the patient. After postoperative examination, all sutures and needles were found to be intact. At 15:08, during the uterine suturing process, the problem of pulling off suture needle happened. Immediately replace with new suture for suturing. No adverse patient consequences were reported. Additional information was requested.